Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device failed test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy pca and therapy capacitor. The reported problem was confirmed. The device was operational after replacement of therapy capacitor were completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened. 16/nov/2023 update: fa result: this pca was returned "the defibrillator test does not work". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.